Event description:
N/a

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,g7,h2,h6(type of investigation),h10,h11 corrected field: g2 at this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, the pump could not be located on the unit. No serial number was collected; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit". The customer switched the iabp, and called getinge for advise. No patient harm, serious injury or adverse event was reported. The customer was not able to provide a serial number for the device involved since the unit had been switched out prior to calling getinge for advice.